Event description:
The customer reported tpn leaked from the IV set during the infusion. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.